Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that extension set with one-link needle-free lv connector disconnected. It was further described as the patient tugged on the line causing a disconnection from the extension set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified the tubing was pulled out of the inlet port of the female luer. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.